Manufacturer narrative:
The investigation found fluid diverting through a hole in the exposed portion of the soft cannula during fluid path testing. The distal tip of the formed needle was found protruding through that hole in the soft cannula. Although the soft cannula was damaged, the timing and exact cause of the damage is unknown. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. A crack was found on the top housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 389 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a bolus was delivered and a new pod was applied.